Event description:
Kangaroo epump set with flush bag (tube feed double bag) colored incorrect: I noticed my patient's tube feed bag (purple side) empty, I went to refill the bag and prime the feed line, I hit prime the tube feed line on the kangaro pump and water from the blue side started coming out, I thought I hit the wrong button, so I double checked and hit the prime the water flush line and then the feed from the purple bag started to come out. I even hit "flush now" to provide the patient with a water flush bolus to see if the error only occurred when priming the line and again instead of the water coming out, the tube feed came out of the line. I thought this was an error with the settings on the pump, so I turned off and reset the settings on the pump, but the same thing happened. Then I switched out the pump for a new one because I thought it was a mechanical error, but the same thing happened. I then decided to change the bag to a new bag; this resolved the problem. Lot number of bag not available, but "companion" lot located in supply room at this time was 5094495. Manufacturer response for feeding tube bag, (brand not provided) (per site reporter). Emailed mfg [manufacturer] [date redacted] sample shipped via fedex [redacted] on [date redacted].